Event description:
It was reported that during a da vinci s surgical procedure, the maryland bipolar forceps instrument tips would not align. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip is bent causing side to side misalignment of the grips and a .020 inch offset at the tips. The bent grip has separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. One grip is approximately .020 inches longer than the other, causing improper teeth meshing. Engineering also observed the distal end of the main tube to have a .25 inch long section with light material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.